Event description:
Customer reported that the insulin pump alarmed button error and stated that the buttons on the insulin pump have been pressed for more than three minutes. Customer also stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading at the time of the call was 104 mg/dl. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted. Moisture damage was noted on the display and mother board.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.